Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer states they generated a suspect positive result when running the realtime sars-cov-2 assay. Customer states there was one weak positive patient result which was repeated due to follow up testing and upon repeat generated a negative result. Customer then tested with geneexpert the first sample and it also came up negative. Both results were reported out of the lab; there was no impact to patient management. Sample was a nasopharyngeal swab that was stored at -20°c between runs. Patient is currently under chemotherapy and it is unclear if there were symptoms of covid_19 infection. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505381 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for the reported lot. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505381 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505381 identified one additional complaint ticket related to the reported issue. This complaint ticket was independently investigated and did not confirm a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505381 was not identified.